Event description:
During the implant procedure, it was noted that the lead was difficult to insert and could not be implanted due to the lead being dislodged multiple times. The lead was not implanted and a new lead was implanted to resolve the event. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
Correction: upon review of additional information, the right atrial lead is not reportable as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information noted the helix was dislodged due to the anatomy of the patient. Therefore, this event should not have been reported.